Manufacturer narrative:
The baxter technician found the auxiliary power cord needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. A search of the baxter maintenance records showed no records for preventive maintenance performed on this bed. It is unknown if the facility performed any other preventive maintenance on their beds. The technician replaced the auxiliary power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that progressa frame auxiliary power cord had damage with sparks and exposed copper wires. The bed was located at the account and the process step at which the issue occurred was not specified. There was no patient/user injury, medical intervention, symptom, or adverse event reported.